Event description:
Care giver reported that the rod that lifts the head section up on a carroll healthcare echo homecare bed snapped off, caused end user to fall back. No alleged injury or medical intervention.